Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported on (B)(6) 2018 during a visit to the clinic that the user abruptly stopped responding to sounds since (B)(6) 2018. There is no history of any accident or injury and no other medical problems reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported on (B)(6) 2018 during a visit to the clinic, that the user had abruptly stopped responding to sounds since (B)(6) 2018. There is no history of any accident or injury. There was no swelling or redness on the implant site and there were no other medical problems reported. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no further information has been received yet.

Event description:
It was reported on (B)(6) 2018 during a visit to the clinic that the user abruptly stopped responding to sounds since (B)(6) 2018. There is no history of any accident or injury. There was no swelling or redness on the implant site and there were no other medical problems reported.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No date for a possible re-implantation has been made available yet. This is a final report.

Event description:
It was reported on (B)(6) 2018 during a visit to the clinic that the user abruptly stopped responding to sounds since (B)(6) 2018. There is no history of any accident or injury. There was no swelling or redness on the implant site and there were no other medical problems reported. X-ray imaging was carried out, no abnormalities were found. Re-implantation is considered.